Manufacturer narrative:
(B)(4). Batch # t93k0d. Investigation summary the analysis results found that the harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release.

Event description:
It was reported that the sterile packaging had been damaged. No patient consequence.